Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation. The distal end was deformed. There were few additional findings. Due to wear of forceps elevator lever, up/down knob could not be locked securely. Grip and scope body had a crack. Scope connector cover was chipped. Switch box was deformed. Suction cylinder had discoloration. Due to damage on ultrasonic cable, the number of missing elements exceeds the standard value. Due to a scratch on acoustic lens, displayed ultrasound image was defective. Acoustic lens had a scratch. Distal end had a scratch and forceps elevator cover was deformed. Adhesive on bending section cover was worn out. Due to deformation of bending tube, connection between bending section and connecting tube was not secured. The coating of the connecting tube was peeled off. Due to wear of angle wire, bending angle in the upward direction does not meet the standard value, due to wear of angle wire, bending angle in down direction does not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. Channel tube had a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the tip of the gastrovideoscope was crushed. The device was returned and an evaluation revealed a gap on the distal end adhesive, between acoustic lens and ultrasound probe. The acoustic lens was peeled. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation. There were no reports of patient injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that there was a gap between the acoustic lens and the ultrasound probe. Additionally, the acoustic lens had peeled. It is likey these issues occured due to handling. Three attempts were performed to obtain additional information, but no response was received from the customer. The event can be prevented by following the instructions for use (IFU) which state: "·do not coil the insertion tube or universal cord with a diameter of less than 12 cm. Equipment damage can result. ·do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged. ·do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. ·do not twist or bend the bending section with your hands. Equipment damage may result. ·the endoscope¿s remote switches cannot be removed from the control section. Pressing, pulling, or twisting them with excessive force can break the switches and/or cause water leaks." Olympus will continue to monitor field performance for this device.